Manufacturer narrative:
(B)(4) was applied to capture the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited atrial tachy response (atr) episode. Additional information was received confirming this lead was dislodged. This lead was then explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported, that this right atrial (ra) lead exhibited atrial tachy response (atr) episode. Additional information was received confirming, this lead was dislodged. This lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191, was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics, that would have resulted in the clinical observation of dislodgement.